Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a new ilet user contacted support to ask whether to announce an upcoming breakfast while experiencing elevated blood glucose of 198 mg/dl, and he was advised to announce if he was eating; no device alerts or alarms were reported and troubleshooting and education were completed. Symptoms included hyperglycemia. Outcomes included no need for medical intervention and no impact on daily activities. Investigation included customer interview and review of use instructions. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with user education needs during normal device use. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with use-related factors rather than a device problem. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.